Manufacturer narrative:
Psu lot #: p903574 h2, h3: the returned psu was analyzed. It had scratches on the housing and lenses. There were handwritten notes on the housing in permanent marker. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .687mm with a passing threshold of .250mm. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: unknown, UDI#: unknown. Work order completed:) a manufacturer representative went to the site to test the navigation system. It was reported that the positioning sensor unit (psu) was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to the localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the setup for a procedure, the system displayed localizer faulted. Further investigation revealed that when network device interface (ndi) toolbox was checked, there was a bump detected, storage temp exceeded, and a bump detector battery fault. There was no patient involved.